Manufacturer narrative:
Lot # unknown as it was not provided. Exp. Date unknown as lot # is unknown. UDI # is unknown as no lot # was provided. (B)(4). The event is currently under investigation.

Event description:
During a ureteral stone extraction was being performed for several very large stones. An attempt was made to basket the stones using the ncircle tipless stone extractor. The physician pulled too hard and the basket broke off in the patient. Another ncircle tipless stone extractor was used to drag the basket head down and a scope was used to successfully remove the broken basket head. Another device was used to complete the procedure with no harm to the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation during the course of investigation, a dimensional verification, functional test, and a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control (qc) and a visual inspection of the returned product was conducted. The customer returned one used ncircle nitinol tipless stone extractor. The basket was returned broken and separated from the device. A visual examination of the returned product confirmed the basket was completely separated from the handle and coil. The separation was 5 mm proximal to the notched cannula. Both wires on the proximal side were attached to the cannula. All four basket wires were attached to the basket assembly. However, one of the 4 basket wires was broken. Also, there was a piece of biomaterial about 4 mm wide attached to one of the other basket wires. The basket handle would not move or actuate the basket wire; however, when the handle was removed, the basket wire moved inside the braided tubing when moved by hand. The lot number of the complaint device was not reported. Therefore a search for the complaint history of the product lot and a search of production records cannot be performed. Per quality control specification, there is an inspection of the device as follows: quality control personnel 100% inspect the devices to ensure that product is free from damage (bends, burrs, bubbles, debris, fuzz, kinks, nicks, pits, splits, wrinkles or excessive discoloration, surface defects or glue). There is a visual examination that ensures that the tip of the catheter and shrink are secure and free of splits as well as a 100% confirmation that the wires are looped together at the tip and that the wires are uniformly spaced properly configured and interlocked. There is also an inspection to assure the integrity of the flared tubing and sheath. The device is shipped with an instructions for use (IFU); which gives suggested handling instructions regarding proper use of the device. The IFU includes the note that "excessive force could damage the device." Based on the statement of the reporter as well as the examination of the returned device, it is most likely to suggest that use of excessive force led to the basket breakage and separation in this case. We have notified appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), further risk reduction is not required. We have notified appropriate personnel and will continue to monitor for similar events. Per the quality engineering risk assessment (qera), further risk reduction is not required.

Event description:
A ureteral stone extraction procedure was being performed for several very large stones. An attempt was made to basket the stones using the ncircle tipless stone extractor. The physician pulled too hard and the basket broke off in the patient. Another ncircle tipless stone extractor was used to drag the basket head down and a scope was used to successfully remove the broken basket head. Another device was used to complete the procedure with no harm to the patient. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.